Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed a counterfeit top case, a crack on right plunger case and the battery was missing. No error which related to customer reported problem was found in event history log. During functional testing using the occlusion test was unable to duplicate the motor rate error and there was no problem was found with display. The root cause of the problem was related to normal wear of the pump as it is over 10 years old. Replaced motor assembly, worm gear, leadscrew, and clutch halves. Repair was not needed for the display screen as no problem was found. (UDI) was unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4).

Event description:
It was reported that the pump exhibited a motor rate error and the display screen was dim. No patient injury was reported.